Event description:
Feeding pump malfunctioned causing rapid infusion of feeding into stomach (600 cc) in 1 hr 15 minutes. Pump volume infused read 75 cc. The pt vomitted following the event. Staff attempted to aspirate stomach contents. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: this event occurred in 1995, thus the reporter was not able to provide any further details.